Event description:
It was reported, that during implant. The leadless implantable pulse generator (ipg) exhibited high thresholds, no capture and low imp edance. As such, a device recapture was attempted for repositioning, but the snare was not on the catheter shaft, but with the tether, so the recapture could not be performed. The catheter was placed close to the device body several times and the tether was pulled. Finally, allowing the device to be removed from the myocardium. It was also noted, that, when the tether was cut, it was caught on the snare and the tension was strong. The tether entanglement made placement impossible. The leadless ipg was attempted/not used and replaced with a transvenous system. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1, delsys], (serial#: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.